Event description:
International affiliate reported that a pt underwent inguinal hernia repair and presented with a recurrent hernia at an unspecified time following the original procedure. Pt required surgical repair of the recurrent hernia.